Manufacturer narrative:
Device display and back light properly and no anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, batt out limit or failed batt test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. Device had cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen blurry and harder to see. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the prime was very slow and back light was dimmed and battery lasts 6 days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.